Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. In recovery the patient had a severe coughing episode. Thirty (30) minutes later the patient was experiencing discomfort and back pain. A computed tomography (CT) scan was performed which showed that the closure device had embolized out of the laa and into the descending aorta of the patient. The patient was brought back to the cath lab where the physician used biopsy forceps to successfully retrieve and remove the closure device from the patient. An aortic contrast injection was performed and no injury to the aorta was noted. The patient was brought back to recovery and was doing well.

Manufacturer narrative:
B5: medwatch report # referenced. E4: updated from no to yes.

Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. In recovery the patient had a severe coughing episode. Thirty (30) minutes later the patient was experiencing discomfort and back pain. A computed tomography (CT) scan was performed which showed that the closure device had embolized out of the laa and into the descending aorta of the patient. The patient was brought back to the cath lab where the physician used biopsy forceps to successfully retrieve and remove the closure device from the patient. An aortic contrast injection was performed and no injury to the aorta was noted. The patient was brought back to recovery and was doing well. This event was additionally reported to boston scientific through medwatch report # (B)(4).